Event description:
(B)(6) clinical study. It was reported that during a percutaneous coronary intervention, no reflow occurred. On (B)(6) 2013, clinical status assessment identified the subject's qualifying condition as myocardial infarction with elevated biomarkers indicative of ischemia and the subject was referred for urgent cardiac catheterization. The subject was randomized into the (B)(6) study and the index procedure was performed on the same day. Target lesion #1 was located in the proximal right coronary artery with 99% stenosis, a length of 8 mm, and a reference vessel diameter of 3.00 mm. Target lesion #1 was treated with pre-dilatation and placement of 3.00 x 12 mm study stent. Following post-dilatation, residual stenosis was 0%. Baseline post procedure angiography revealed "no reflow". Final post procedure timi flow post procedure angiography was timi 2. On the following day, the subject was discharged on dual antiplatelet therapy.

Manufacturer narrative:
(B)(4). Device is a combination product.device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).